Manufacturer narrative:
The investigation of hemolysis and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26617. H6 code 4582 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26617. New codes were added to health effect -clinical code.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿

Event description:
The user facility reported that during the impella cp insertion on a 60-year-old male, the physician noted clot within the impella sheath. The physician declined to swap the sheath for a new one and decided to aspirate it all out. The impella was then inserted successfully. It was further reported that the patient started to developed hemolysis. Plasma free was over 100. The impella was repositioned with improvement of hemolysis. The patient survived the procedure.